Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and far field r-wave (ffrw) oversensing. It was also reported that the implantable pulse generator (ipg) battery longevity measurement was not available. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was further reported that the right atrial (ra) lead was anatomically placed as an epicardial lead.